Event description:
The customer reported the device had broken battery pca pins. The device was in use on a patient at the time of the reported issue, however there was no reported adverse event to the patient or user.